Manufacturer narrative:
(B)(4). A batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. One sample was available at the plant for evaluation. Visual inspection confirmed a ruptured bladder. Microscopic inspection found marking on the exterior surface of the bladder, near the rupture line. No other test was performed. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up report will be submitted.

Event description:
It was reported that bladder of a small volume folfusor was found ruptured during priming with nacl. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between december 2, 2013 and december 3, 2013. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.